Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic complexes. In-office testing was able to reproduce the noise. The auto-setup feature failed for sensing in all three vectors. The doctor has programmed the system off and may replace it. There were no additional adverse patient effects. The system remains implanted.